Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016, on the abdomen. No additional event or patient information is available. The dexcom g4® platinum continuous glucose monitoring system receiver with sharetm user guide states: system is not approved for use in children or adolescents, pregnant women or persons on dialysis. The receiver data log was reviewed on 07/21/2016. The complaint of inaccurate cgm values was confirmed. A root cause could not be determined.